Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4318 lot #: 2000019089 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had superficial infection in the left flank incision where the battery was located. It was reported that the patient was having point tenderness at the incision site. It was unknown if antibiotic was given. The physician does not believed it was device related and the cause was not known. The patient underwent an explant procedure and was doing well postoperatively.